Event description:
It was reported to ventec that the device alarmed for "system fault 13" while connected to o2. This is indicative of a potential device issue where the device may deliver more or less oxygen than set. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The reporter did not report an issue where the device alarmed for "system fault 13" while in use with fio2 (fraction of inspired oxygen) as originally reported. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.